Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A complete lead was returned in one piece for analysis. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.